Event description:
It was reported that during the original implant procedure of an artificial urinary sphincter (aus), the urethra was perforated so the cuff was removed. Three months later, the patient underwent a cuff placement procedure. During the procedure, the pump could not be activated, so the balloon and pump were replaced. There were no additional patient complications.

Manufacturer narrative:
Corrected information: b5 describe event or problem, h6 coding, d4 device model number, and c2/d10 concomitant devices.

Event description:
It was reported that during the procedure to implant an artificial urinary sphincter (aus), the patient sustained an injury to their urethra. The implanted balloon and pump were plugged and left implanted to be connected to a new cuff on a future date. No further patient complications were reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. The device was reported to be in good condition when the package was opened, and the product record review did not identify a product quality issue or new patient harm. A conclusion of known inherent risk of device was chosen.

Event description:
It was reported that during the procedure to implant an artificial urinary sphincter (aus), the patient sustained an injury to their urethra. The implanted balloon and pump were plugged and left implanted to be connected to a new cuff on a future date. No further patient complications were reported.